Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bricker procedure on uro-oncology, the device fell out. The staplers were not on the correct place and were dislocated. The event happen during the procedure but the device was not used in patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device fell out.